Event description:
It was reported the gastrointestinal videoscope had a stent stuck in the channel. It is unknown when the issue was found, and no procedural information has been provided at this time. There were no reports of delays or patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8,h2,h3,h6,h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no pass from instrument channel, foreign object inside instrument channel a root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was traced to component failure. Also, for the no pass from instrument channel, foreign object inside instrument channel, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.